Event description:
It was reported that the patient had a few recent spikes on both power and flow between on (B)(6) 2025 as seen upon device interrogation at clinic. The patient also had a no external power/low voltage/replace backup battery alarm on (B)(6) 2025. The site had concerns about a possible pump thrombus that may have caused the increased flow and power. Log files were sent for review. The log file contained clusters of pulsatility index (pi) events as well as routine power source changes. The low battery hazard events on (B)(6) 2025 appeared to be a result of a loss of external power which briefly enabled the backup battery (ebb). The alarms resolved once external power was restored. The ebb fault appeared to have been a false positive event as it self-resolved. No unusual alarms or trends in power/flow were seen in the log. The pump appeared to have operated as intended. The presence of thrombus was unable to be confirmed based on the log file provided. Per the site. There were no changes to patient condition or anticoagulation status that may have contributed and there were no recent changes to pump parameters. A chest computed tomography (CT) on (B)(6) 2025 showed a patent outflow graft with unchanged heterogeneous soft tissue and fluid that surrounded the outflow tract with peripheral rim calcification, similar to prior studies. An upcoming right heart catheterization (rhc) was awaited. No symptoms of thrombus were observed, and no treatment was performed. It was unknown if thrombus was present.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Impression of the rhc showed normal right and left-sided filling pressures. There were normal cardiac output and index by efick and depressed by thermodilution (td). Resistances were normal by efick and elevated by td. There were no vascular abnormalities of the right basilic vein. There was also a small increase in flow with increased pulmonary speed without significant change in left or right sided filling pressures. Pump speed was left at 9600 revolutions per minute (rpm), up from 9400 rpm. It was recommended to continue current medical therapy per the advanced heart failure/transplant team and to obtain an echo study with new pump speed. Per discussion with the doctor who performed the rhc, there was no convincing evidence of pump thrombosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed transient elevations in estimated flow and power. There was concern for pump thrombosis; however, the suspected thrombus could not be confirmed based on the provided information. It was reported that a few spikes in both power and flow were observed on interrogation. The site had concerns about a possible pump thrombosis that may have caused the increased power and flow. There were no recent changes to pump parameters and no recent changes to patient condition or anticoagulation status that may have contributed. A computed tomography scan of the chest with contrast showed the outflow graft was patent with unchanged heterogeneous soft tissue and fluid surrounding the outflow tract with peripheral rim calcification, similar to prior studies. Right heart catheterization did not provide convincing evidence of pump thrombosis, and no patient symptoms of thrombus were noted. The submitted log file contained data from (B)(6) 2025 through (B)(6) 2025. The fixed speed was set to 9400 revolutions per minute (rpm) with a low-speed limit of 9000 rpm. Estimated flow and power typically ranged from 3.7-5.4 liters per minute (lpm) and 5.0-5.9 watts. Multiple transient elevations in estimated flow and power were captured throughout the file. During these elevations, estimated flow and power increased to as much as 7.6 lpm and 7.2 watts respectively. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including thromboembolic events, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.